Event description:
When the user tried to pull the needle out, the needle separated from the stylet.

Manufacturer narrative:
The sample was received in 2008 and is currently being decontaminated. Additional information has been requested. Upon decontamination and completion of the investigation, a supplemental report will be submitted.